Manufacturer narrative:
(B)(4) - non-union. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 78 months postoperatively, the patient began experiencing some return of cervical occipital headaches "at times." The occipital headaches were noted to be possibly secondary to pseudoarthrosis at c5-c6. No treatment was provided. This event was reported at the 84-month postoperative evaluation. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that : (B)(6) 2007: patient had complaints of neck pain and radiates down through left arm and into thumb. On (B)(6) 2007: patient underwent CT scan of cervical. On (B)(6) 2007: patient had facet injections under fluoroscopic guidance. On (B)(6) 2007: patient had right c5-6 and c6-7 facet joint injections under fluoroscopic guidance, helped patient for 4-5 days, but pain recurred. Patient did not have pain for 18 hours after this procedure. On (B)(6) 2007: patient reported no improvement of his pain. On (B)(6) 2007: patient will have another CT scan and will review results with investigator before making a decision as to whether or not to proceed. On (B)(6) 2007: patient underwent CT scan of cervical spine. On (B)(6) 2008: patient underwent physical therapy for cervical strengthening. On (B)(6) 2008: patient complains of neck pain, poor range of motion in cervical spine. On (B)(6) 2008: patient has decreased range of motion of cervical spine especially bilateral lateral tilt, rotation and extension. Palpable muscle spasms significant on the right, all the way into the trapezius and into the occipital outlet. Patient will undergo a tens trial, psychological evaluation and functional capacity evaluation . On (B)(6) 2008: patient has significant muscle spasms to the paraspinal muscles in the cervical and upper thoracic region. On (B)(6) 2008: patient underwent neuropsychological evaluation. On (B)(6) 2008: patient underwent percutaneous stimulator trial (B)(6) 2008: study of x-rays revealed probable pseudoarthrosis and some subsidence of the graft at c5-6 on lateral films. On (B)(6) 2009: patient underwent additional surgery (B)(6) 2009: patient underwent right c3-4 decompression of stenosis which consisted of laminotomy and foraminotomy via metrx endoscopic approach.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2014: the patient underwent a "re-do anterior cervical discectomy with fusion at c5-c6 and c6-c7". Post revision surgery, patient had no further cervical occipital headaches. The site reported that the event was resolved and they had requested the patient to provide further information regarding the surgery. On (B)(6) 2016: the patient presented for his 120 month postoperative visit in the study.

Event description:
It was reported that approximately 30 months postoperatively from a bi-level anterior cervical discectomy and fusion with cortical ring allografts and cervical plate system, extrapharyngeal anterolateral at c5-c6, c6-c7, the patient complained of axial cervical spine pain without parasthesias. The patient also complained of numbness in the right shoulder and into the right pectoralis. At the 36 month postoperative evaluation, the patient had mild decreased sensation in the right c6 distribution with decreased reflex on the right biceps compared to the left. The patient had minimal reflexes at triceps, and rom decreased to 30-40 degrees in all cervical planes. An x-ray showed solid fusion at c6-c7; however, there was obvious non-union at c5-c6 with a lucent line through the graft and inferior endplate of c5. There was possibly some very slight motion at c5-c6 level, but was difficult to see on flexion/extension x-rays. Treatment included referral to a specialist. The patient would continue with pain management. Per the investigator, hopefully, it would go on to union at c5-c6. Approximately 33, 36, 37, and 39 months postoperatively, the patient had pain management visits. Approximately 37 months postoperatively, celebrex was stopped. The patient started zanaflex 4mg qid, and tramadol 50mg 2 table ts qid. Approximately 39 months postoperatively, no medications changes were done. The patient was referred to his pcp for chronic pain management and would return to the investigator on prn basis. The outcome of this event is considered permanent disability or condition.